Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be " inadequate system design". It was unknown whether the device had met relevant specifications. The DHR review could not be performed without a lot number. The instructions for use were found adequate and states the following: contraindications for use do not use the purewick¿ urine collection system with purewick¿ external catheters on individuals with urinary retention. Discontinue use if an allergic reaction occurs. Not recommended for users who are experiencing skin irritation or skin breakdown in device contact areas. Point of use cleaning: after the completion of each use, the collection canister, canister lid, collector tubing, and pump tubing should be rinsed with cool tap water to remove any residual debris or dirt. The purewick¿ urine collection system base should be wiped with a clean low lint cloth dampened with cool tap water. Replacing canister and tubing replace the canister and tubing for each patient per facility protocol or at least every 60 days, whichever is sooner. If you notice any of the following, replace immediately: ¿ canister or tubing has residual urine build-up ¿ canister or tubing appear cloudy ¿ canister or tubing appear discolored ¿ canister becomes cracked ¿ tubing becomes torn ¿ purewick¿ external catheter no longer securely connects to collector tubing failure to clean and/or replace accessories may affect the performance of the system. The useful life of the collection canister and tubing is 60 days. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient kept getting urinary tract infection while using purewick urine collection system. The representative advised the patient to stop using and consult with doctor. No additional information provided. It was noted that the patient had been using the purewick products for more than 90 days. It was unknown what medical intervention was provided for the urinary tract infection at this time.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient kept getting urinary tract infection while using purewick urine collection system. The representative advised the patient to stop using and consult with doctor. No additional information provided. It was noted that the patient had been using the purewick products for more than 90 days. It was unknown what medical intervention was provided for the urinary tract infection at this time.